Manufacturer narrative:
The complaint was unconfirmed. The device passed incoming inspection and testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not pacing accurately. The epg was returned for service. No patient complications have been reported as a result of this event.